Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43(an error in the motor was detected by reading an unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1881 . Troubleshooting was performed and the customer was able to clear the alarms and able to rewind. No harm requiring medical intervention was reported. Mmt-1881 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, self test, and occlusion test. No motor related alarms noted during testing. Unit was successfully downloaded using thump software for history files and traces. On adapt, pump error 43 was recorded several times on (B)(6) 2024 at 16:53:08.000 hour through 17:01:40.000 hour.pump was cut open to perform visual inspection and found moisture damage to pcba1, motor assembly, vibrator harness board, and keypad flex connector. Isolate to electronic and motor assembly.test p-cap locked into place properly. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, customer concern for pump error 43 was confirmed due to moisture damage to motor assembly. Concern for rewind anomaly not confirmed, as unit tested properly. Unable to verify for pump exposed to magnetic field or MRI. Moisture damage noted on electronic and motor assembly. Isolate to electronic and motor stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.